Manufacturer narrative:
Device evaluation: the software case data and cooling logs were investigated. The logs showed high cooling pressure which were required to maintain temperature range indicative of high local tissue temperatures. The system performed as expected in a case where high local temperatures can trigger cooling faults for safety reasons. This was reported via a literature article which could be traced back to a specific case.

Event description:
It was reported that during an ablation procedure, it was noted that there continue error dialogues while treating. The first step of the treatment sequence lasted approximately 25 seconds, and then the idl error was displayed which stopped the treatment. The following seven treatment sequences were very similar and last anywhere from 20-40 seconds before the idl error stopped treatment. While treating the pixilation in the mask showed large amount of both hot and cold pixels about 90 degrees from where the laser was actually firing and a significant amount of the noise mask was dropped at the anterior right location. Additionally, the temperature of the probe was quite high while treating. It would slowly rise and by the time the idl error stopped treatment it was in the 4-5 degree range. Following each treatment sequence, the tissue temperature would hover in the mid to low 40 degree range. The physician noted that while performing the biopsy he saw a dark/bloody fluid in the area of the lesion. It was also reported that the patient experienced hydrocephalus following the procedure, and had an external ventricular drain placed (no shunt needed). There were no further patient complications reported in relation to this event.